Event description:
It was reported the device only lasted for two weeks because the patient got an infection. The pump helped with the patient¿s pain for two weeks and then there were quarts of pus draining from the incision site, and the patient was rushed to the emergency room for removal. The patient¿s body rejected the pump. The patient had peripherally inserted central catheters (PICC) lines placed for 8 months in his neck. The patient was fine at the time of the report and all the components were removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. (B)(4).